Manufacturer narrative:
Device eval by MFR: the device was received for analysis. Upon device return and inspection, it was observed that the guidewire lumen was no longer attached to the tip of the spline cage, resulting in the inability to deploy the catheter.

Event description:
Reportable based on analysis completed on 03jun2024. It was reported that the catheter slider switch broke; unable to deploy the catheter. During preparation for a pulmonary vein isolation (pvi) ablation procedure to treat atrial fibrillation (af), a farawave ablation catheter was selected for use. The catheter was prepared according to the IFU; a cook amplatz extra stiff wire was inserted. Prior to insertion, the catheter slider switch broke and the catheter was unable to be deployed. It was noted that a curve issue was observed during unpacking. The catheter was replaced, and the procedure was completed successfully without patient complications. The device has been returned for analysis. However, analysis of the retuned device revealed that the guidewire lumen was no longer attached to the tip of the spline cage.